Event description:
The account stated that the axsym toxoplasmosis igm reagent has generated a false positive result on a pregnant patient sample. The initial result was 3.1 iu/ml. A second sample was drawn from the patient and the igg result was again positive at 2.3 iu/ml. The sample was sent to another lab and the result was borderline. The qc was within range. The elevated igm results could not be confirmed. There was no adverse impact to patient management reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling out of the jaws. They fell into the patient and were retrieved. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Yielded jaw the analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded. The device was fired and the clips over traveled its intended position inside the jaws; however, the clips were properly formed. It is known from the history of the device that the found condition of the jaws may lead dropping/ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)